Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.

Manufacturer narrative:
(B)(4). Advancer. The analysis results found that one device was received with in good visual condition. Upon firing of the device, the clips did not advance into the jaw. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the tip of the advancer was found to be bent leading the found feeding issues with eight remaining clips. In addition, scratches were noted on clip track. Scratches were caused by the friction between the bent advancer and clip track. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip would not release and then the jaws went crazy. The surgeon squeezed the handles a few times and no clips were coming out. He took the device out of the trocar and squeezed it until he got a clip in the jaws. The device was placed back in the patient; attempted to fire, and then a piece of the tip of the jaw bent back and no clip released. The applier was removed and a new one was used to complete the procedure. There was no patient impact.